Event description:
It was reported that during an angiogram the previously deployed xience prime stent ((B)(6) 2013) located in the mildly tortuous proximal left anterior descending artery had some restenosis in the proximal end. A xience xpedition stent was used to treat this restenosis. There were no patient effects at the end of this new procedure. No clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the patient returned with recurrent angina. The restenosed stent was a 3.0x28 mm xience xpedition stent, not a xience prime stent. Additionally the implant date was (B)(6) 2014, not (B)(6) 2013.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.